Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the cartridge, inspect the o-ring, and clean the pneumatic tap area. The customer successfully filled a new cartridge, reattached it to the pump, and completed the loading process, allowing them to resume insulin delivery.